Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. Err_perm_fail_int_li_ion means there was an internal li-ion battery permanent failure. The internal battery is the final power source. Failure of internal battery may impact therapy. The manufacturer's evaluation / investigation is ongoing. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. Err_perm_fail_int_li_ion means there was an internal li-ion battery permanent failure. The internal battery is the final power source. Failure of internal battery may impact therapy. During the further evaluation of the device at the manufacturer's service center, an error code related to the internal battery, which was different from the initial evaluation battery error code, was observed. Err_batt_low_state_of_health_int_li_ion means the internal li-ion state of health <= 50%. Full charge capacity (fcc) is less than 51% of the design capacity. Information provided in the evaluation states that the internal batteries were found to not be charging. The internal battery pack was replaced to address the issue.